Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was 0 code found. Section h6 updated in this report.